Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the following from additional information provided by olympus trading (shangzhai) limited; the lighting of the examination lamp was sometimes delayed by about 3 seconds due to the aging of the power supply. When the endoscope was installed in the output socket, the endoscope could not be fixed and fell off when the endoscope was pulled lightly. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. More than nine years have passed since the device was delivered. Therefore, there is a possibility that the power supply unit had deteriorated over time due to repeated use for a long period of time. Omsc concluded that a turret error occurred and the front panel was blinked because the turret could not be moved to its specified position due to an accidental failure due to deterioration of the power supply unit. In addition, the igniter may have deteriorated over time and failed due to repeated use for a long period of time. Also, omsc determined that the output socket was worn and the connection was loosened due to repeated use for a long period of time. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to ocsm for evaluation. Ocsm inspected the device and confirmed the following; the reported phenomenon that the front panel was blinked was not reproduced. The power supply of the device was aging. The output socket was loose. He exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the front panel was blinked when the device was turned on. The device was used with an olympus video system center cv-180. This device is an olympus asset and the reported event did not occur in the hospital. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus china sales & marketing (ocsm) and found that the examination lamp of the device was not lit up due to a failure of the igniter board.